Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemeriodal banding performed on (B) (6) 2010 (patient's age has been reported at (B) (6); patient's weight is unknown). According to the complainant, during the procedure, when they deployed the first band, two bands fired at the same time. They were able to properly deploy the remaining 5 bands onto the tissue. However, when they were removing the scope from the patient, the ligator head fell off into the patient's rectum. The physician left the ligator head to pass naturally via peristalsis. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemeriodal banding performed on (B)(6), 2010 (patient's age has been reported at 70+; patient's weight is unknown).according to the complainant, during the procedure, when they deployed the first band, two bands fired at the same time. They were able to properly deploy the remaining 5 bands onto the tissue. However, when they were removing the scope from the patient, the ligator head fell off into the patient's rectum. The physician left the ligator head to pass naturally via peristalsis. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a hemeriodal banding performed on (B)(6), 2010 (patient's age has been reported as (B)(6); patient's weight is unknown). According to the complainant, during the procedure, when they deployed the first band, two bands fired at the same time. They were able to properly deploy the remaining 5 bands onto the tissue. However, when they were removing the scope from the patient, the ligator head fell off into the patient's rectum. The physician left the ligator head to pass naturally via peristalsis. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).